Manufacturer narrative:
(B)(4).batch # t92k5y. Investigation summary: the analysis results of the flr02 found that it was received with the retractor torn. In addition, a plastic bag was returned with a piece of the retractor inside. No conclusion could be reached as to what may have caused the found condition. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # t92k5y. Investigation summary: the analysis results of the flr02 found that it was received with the retractor torn. In addition, a plastic bag was returned with a piece of the retractor inside. No conclusion could be reached as to what may have caused the found condition. The reported complaint was confirmed. In addition, a photo was received for review. Upon visual inspection of a photo, the following was observed: the photo shows dextrus small access retractor from top view and the retractor can be seen torn. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, while the surgeons hand was in the device and in the patient, there was a ¿pop¿ and a piece of the plastic had broken off and had to be retrieved from inside the patient. It is unknown how the procedure was completed. No patient consequences were reported.